Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a dislodged connection on the input/output printed circuit board. The input/output printed circuit board was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.